Manufacturer narrative:
Updated implant date. This report corresponds to an additional component related to the event reported under 3010536692-2020-00098.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a revision of femoral stem (cemented) additional information (B)(6) 2020. The patient was revised due to the cemented stem loosening. The proximal bone, including the greater trochanter was preserved, then prepared the proximal femur and implanted a 200 mm cemented stem with an update dfr construct.